Event description:
Passey-muir talking tracheostomy tube ordered for pt with obstructed upper airway. Pt used for a couple of days and was unable to exhale. Had to remove tube to exhale. "Dr should not have ordered knowing that upper airway was obstructed. Needs more warning regarding upper airway obstruction. Do not use in presence of upper airway obstruction."